Event description:
New information revealed the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient presented over to the clinic via a merlin.net transmission revealing noise on the pulse generator. No intervention was performed. The device remained implanted. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.